Manufacturer narrative:
On (B)(4) 2012, a field safety engineer (fse) discovered a piece of peri-pump tubing had become disconnected, which caused the leak. The fse performed a pm and replaced the disconnected tubing, thereby resolving the issue. (B)(4).

Event description:
The customer contacted hotline to report a fluid leak from the beckman coulter access2 immunoassay system. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / hazardous exposure control plan is in place.